Event description:
It was reported that the patient had the system implanted and had good pain relief. However, the patient returned to the hospital because of intermittent stimulation and a loss of stimulation. The impedance was measured and observed as >10,000 ohms on ¿poles¿ 0, 5 and 7. There was no recovery of stimulation with implantable neurostimulator (ins) reprogramming. The cause of the event was determined to be a lead fracture. It was noted that the healthcare professional (hcp) decided to explant the lead. The hcp decided to wait for a new lead implant and so the extension and ins remained in the body of the patient. Symptoms included pain at an unknown location. Actions as a result of the event included hospitalization. Diagnostics included x-rays. The issue was resolved. Additional information received reported that no lead was implanted and no implant would be planned by the hcp. It was noted that the patient did not receive the ins therapy and referred that they ¿fell quite well.¿

Manufacturer narrative:
Product ID 3877, serial# unknown, implanted: 2011-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37081, serial# unknown, implanted: 2011-(B)(6), product type extension product ID 37081, serial# unknown, implanted: 2011-(B)(6), (B)(4).

Manufacturer narrative:
Analysis of the lead (3877 1x8 standard lead) found its proximal end connector not completely seated in the extension and its body conductor was broken within 10 cm of connector area. The #1, 3, 6, and 7 conductors were broken 2.8 cm from the proximal end. The #1-7 connector sleeves were corroded. Impressions from the balseal springs were observed on the outer insulation in between the connector sleeves, indicating the lead was not inserted properly. Functional test showed open circuits.